Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump experienced physical damage. It was reported that display screen was shattered and broken and was not legible as customer was playing basketball. Customer's blood glucose was 114 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.